Event description:
Per the physician's report on 5/10/2006, this patient had a bout of meningococcal meningitis about 8 months ago, the patient's cochlear implant surgery was almost 14 years ago and the physician does not feel that the meningitis is attributable to the implant.